Event description:
Per the clinic, the patient experienced magnet dislodgement during each of two mris (1.5 tesla). The patient's head was wrapped as an approved indication in (B)(6). Surgery to replace the magnet has been completed (date not reported).

Manufacturer narrative:
(B)(4). Implanted device remains.